Event description:
Implant extraction due to patient condition, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps biomechanical overload, pain, mobility, slowly developed connective tissue sheath. Pain in the lower jaw on the right since (B)(6) 2023, root canal treatment #47 then extraction #46 in (B)(6) 2023. Now asymptomatic, planned reimplantation in summer 24.